Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2017-00508. It was reported the patients' scs system will not enter into MRI mode due to multiple contacts with low impedance measurements. In turn, a system explant maybe undertaken as the next course of action.